Event description:
A consumer reported that following use of this solution in conjunction with contact lenses, she developed keratitis three different times. Her doctor thought it may be the lenses so she continued using the solution with new lenses and the same problem occurred with the new lenses. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no sample is available at this time. The complaint history was reviewed and there was no other complaint reported. Review of the compounding and filling manufacturing batch records (mbrs) show them to be acceptable. A review of the stability data for all lots currently enrolled in the stability program was conducted and all lots remain within specification through product shelf life. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. No root cause can be determined. There have been no other complaints reported in the lot number. Additional information, including the doctor's contact information, was requested from the consumer on (B)(4) 2012. A completed questionnaire has not been received. No follow-up could be conducted to the doctor. (B)(4).